Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area') and pregnancy with contraceptive device ('pregnancy (termination)') in a (B)(6) female patient who had essure (batch no. Cs000e1, c03096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2014 and device difficult to use "doctor had difficulty placing both coils, the left coil did not stay in place and the right fallopian tube was had to visualize". The patient's medical history included multigravida, parity 3 (dob: (B)(6) 2003, (B)(6) 2008, (B)(6) 2013), umbilical hernia repair and endometrial polyp. Previously administered products included for an unreported indication: provera. Concurrent conditions included d & c and nausea. Concomitant products included bupivacaine hydrochloride, calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin sodium, dexamethasone, fentanyl citrate, midazolam hydrochloride, morphine, ondansetron, paracetamol (acetaminophen), pethidine (meperidine) and propofol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. (Discrepancy); on (B)(6) 2014: unilateral occlusion (left tube occluded)/ free spillage into the peritoneal cavity on the right with lack of occlusion of the right fallopian tube. Scar tissue either has not matured or the coil may not be entirely within the fallopian tube. The left fallopian tube is occluded.; on (B)(6) 2015: unilateral occlusion (left tube occluded)/ patent right fallopian tube. The metallic coil on the right does not cause occlusion of the tube, and it appears to extend outside of the lumen of the fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Incident category updated. Events added - vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, device ineffective, pregnancy with contraceptive device, complication of device insertion. Pregnancy outcome updated to elective abortion. Outcome of event ¿ pelvic pain¿ updated to ¿recovering / resolving¿. Event onset dates updated. Concomitant products added. Lab details, medical history and concurrent conditions added. Removal date added. Reporter information, patient details, product indication updated. On 11-jun-2019: fu 2 & 3 processed together. No new significant information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area') in a 33-year-old female patient who had essure (batch no. C03096, cs000e1) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2014 and device difficult to use "doctor had difficulty placing both coils, the left coil did not stay in place and the right fallopian tube was had to visualize". The patient's medical history included multigravida, parity 3 (dob : (B)(6) 2003, (B)(6) 2008, (B)(6) 2013), umbilical hernia repair and endometrial polyp. Previously administered products included for an unreported indication: provera. Concurrent conditions included d & c and nausea. Concomitant products included bupivacaine hydrochloride, calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin sodium, dexamethasone, drospirenone;ethinylestradiol (loryna) from (B)(6) 2014 to (B)(6) 2014, fentanyl citrate, midazolam hydrochloride, morphine, ondansetron, paracetamol (acetaminophen), pethidine (meperidine) and propofol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. (Discrepancy); on (B)(6) 2014: unilateral occlusion (left tube occluded)/ free spillage into the peritoneal cavity on the right with lack of occlusion of the right fallopian tube. Scar tissue either has not matured or the coil may not be entirely within the fallopian tube. The left fallopian tube is occluded.; on (B)(6) 2015: unilateral occlusion (left tube occluded)/ patent right fallopian tube. The metallic coil on the right does not cause occlusion of the tube, and it appears to extend outside of the lumen of the fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain lot number: c03096, manufacture date: 2013-12-09, expiration date: 2016-12-31. Lot number: cs000e1, manufacture date: 2014-03, expiration date: 2016-11-30 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area') in a 33-year-old female patient who had essure (batch no. C03096, cs000e1) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2014 and device difficult to use "doctor had difficulty placing both coils, the left coil did not stay in place and the right fallopian tube was had to visualize". The patient's medical history included multigravida, parity 3 (dob : (B)(6) 2003, (B)(6) 2008, (B)(6) 2013), umbilical hernia repair and endometrial polyp. Previously administered products included for an unreported indication: provera. Concurrent conditions included d & c and nausea. Concomitant products included bupivacaine hydrochloride, calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin sodium, dexamethasone, drospirenone;ethinylestradiol (loryna) from (B)(6) 2014 to (B)(6) 2014, fentanyl citrate, midazolam hydrochloride, morphine, ondansetron, paracetamol (acetaminophen), pethidine (meperidine) and propofol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. (Discrepancy); on (B)(6) 2014: unilateral occlusion (left tube occluded)/ free spillage into the peritoneal cavity on the right with lack of occlusion of the right fallopian tube. Scar tissue either has not matured or the coil may not be entirely within the fallopian tube. The left fallopian tube is occluded.; on (B)(6) 2015: unilateral occlusion (left tube occluded)/ patent right fallopian tube. The metallic coil on the right does not cause occlusion of the tube, and it appears to extend outside of the lumen of the fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain lot number: c03096, manufacture date: 2013-12, expiration date: 2016-12-31. Lot number: cs000e1, manufacture date: 2014-03, expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event: physical pain/ pain/ pain pelvic area updated as recovered. Seriousness criteria removed for pregnancy with contraceptive device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area') in a 33-year-old female patient who had essure (batch no. C03096, cs000e1) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2014 and device difficult to use "doctor had difficulty placing both coils, the left coil did not stay in place and the right fallopian tube was had to visualize". The patient's medical history included multigravida, parity 3 (dob : (B)(6) 2003, (B)(6) 2008, (B)(6) 2013, umbilical hernia repair and endometrial polyp. Previously administered products included for an unreported indication: provera. Concurrent conditions included d & c and nausea. Concomitant products included bupivacaine hydrochloride, calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin sodium, dexamethasone, drospirenone;ethinylestradiol (loryna) from january 2014 to august 2014, fentanyl citrate, midazolam hydrochloride, morphine, ondansetron, paracetamol (acetaminophen), pethidine (meperidine) and propofol. On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In february 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. (Discrepancy); on (B)(6) 2014: unilateral occlusion (left tube occluded)/ free spillage into the peritoneal cavity on the right with lack of occlusion of the right fallopian tube. Scar tissue either has not matured or the coil may not be entirely within the fallopian tube. The left fallopian tube is occluded.; on (B)(6) 2015: unilateral occlusion (left tube occluded)/ patent right fallopian tube. The metallic coil on the right does not cause occlusion of the tube, and it appears to extend outside of the lumen of the fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain. Lot number: c03096 manufacture date: 2013-12 expiration date: 2016-12-31 . Lot number: cs000e1 manufacture date: 2014-03 expiration date: 2016-11-30 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event: physical pain/ pain/ pain pelvic area updated as recovered. Seriousness criteria removed for pregnancy with contraceptive device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area') and pregnancy with contraceptive device ('pregnancy (termination)') in a 33-year-old female patient who had essure (batch no. C03096, cs000e1) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2014 and device difficult to use "doctor had difficulty placing both coils, the left coil did not stay in place and the right fallopian tube was had to visualize". The patient's medical history included multigravida, parity 3 (dob : (B)(6) 2003, (B)(6) 2008, (B)(6) 2013), umbilical hernia repair and endometrial polyp. Previously administered products included for an unreported indication: provera. Concurrent conditions included d & c and nausea. Concomitant products included bupivacaine hydrochloride, calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin sodium, dexamethasone, fentanyl citrate, midazolam hydrochloride, morphine, ondansetron, paracetamol (acetaminophen), pethidine (meperidine) and propofol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In february 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. (Discrepancy); on (B)(6) 2014: unilateral occlusion (left tube occluded)/ free spillage into the peritoneal cavity on the right with lack of occlusion of the right fallopian tube. Scar tissue either has not matured or the coil may not be entirely within the fallopian tube. The left fallopian tube is occluded.; on (B)(6) 2015: unilateral occlusion (left tube occluded)/ patent right fallopian tube. The metallic coil on the right does not cause occlusion of the tube, and it appears to extend outside of the lumen of the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain. Lot number: c03096 manufacture date: 2013-12 expiration date: 2016-12-31. Lot number: cs000e1 manufacture date: 2014-03 expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.